Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were less responsive and not always respond the first time when pressed. The customer's blood glucose value was unknown. Customer stated insulin pump had diminished battery life and battery not lasting 7 days. Customer stated insulin pump rejected new battery and crack around the battery unit. The insulin pump will not be returned for analysis.